Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that insulin pump had damaged and screen got cloudy. Customer's blood glucose level was unknown at the time of incident. Customer also stated insulin pump had unexpected no delivery alarm. Device will not be returned for the analysis.

Manufacturer narrative:
Device passed the functional test, including the displacement test, rewind, basic occlusion test, occlusion test, prime or a33 test, excessive no delivery test and delivery accuracy test at 0.08745 inches. The stop (idle) current and run current measurement tests are within device specification. Device also passed self test, off no power alarm test and a21 error test. The no delivery alarm functions properly during the basic occlusion test and occlusion test. No unexpected no delivery alarm, drive or motor anomaly or motor error alarm noted during testing. During the occlusion test, the device recognized the water filled reservoir that was installed in the reservoir compartment. The device was programmed with a 2.0 unit fill cannula delivery. Then the device delivered the 2.0 units properly with water exiting the infusion set. No prime or fill anomaly noted. Device was monitored for 1 day. No unexpected low battery alarm of off no power alarm noted. Device communicated properly with the glucose sensor simulator and the minilink transmitter. No pump or sensor communication anomaly or calibration anomaly noted. Device uploaded properly using carelink. The motor was tested outside of the device and passed. No cracked display window or cracked lcd glass noted. Device had minor scratched display window, cracked case at display window corner, cracked battery tube threads, cracked reservoir tube lip and a missing end cap sticker. During visual inspection, the electronic assembly had moisture damage. (B)(4).